Event description:
It was further reported that the ipg did not exhibit a performance issue and the patient's symptoms were not related to the ipg system. The rv lead and ra lead were reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a heart rate of thirty nine beats per minute and potential bigeminy. It was also noted that the patient experienced frequent premature ventricular contractions (pvc). It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing which resulted in inappropriate pacing. Low r waves were also observed. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.